Manufacturer narrative:
Asku

Event description:
Asku

Event description:
A journal article was reviewed that contained information regarding this device. The patient was admitted to the hospital for pneumonia. He received two appropriate shocks. The patient then complained of palpitations, shortness of breath, sweating and not feeling well. The patient was taken to intensive care unit where external carioversion restored sinus rhythm.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Reference article: "failure of an implantable cardioverter defibrillator to terminate ventricular tachycardia: why?" Device round. Pace pacing clin. Electrophysiol. February 1;33(2):228-230.